Event description:
Pt had hysterectomy surgury in 2003. While recovering at home in 2003, the figure 8 stitches tore open in the middle of the wound. They said the wound was weeping and the facia and intestines were exposed. They wrapped them in an ace bandages and went to th or in 2003. They received a second surgury to disinfect the wound and close it. Pt's doctor, told them that the suture material was defective. After contact with a lawyer, pt tried to get the hospital to tell them the lot number of the suture material they were using but was refused. Pt has contacted no other agency. The injury was a reopening of the surgery wound caused by the failure of the sutures. It required additional surgury. They said their lawyer had gotten a list of different numbers of recalled sutures from the company who made the ones used on pt. Pt said the hospital had contacted the manufacturer representative.